Event description:
It was reported that a patient experienced difficulty removing the connector from the pump during a full supply change and attempted to reuse the connector to reduce waste. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical escalation. Investigation included troubleshooting and user education, and replacement supplies were arranged. Investigation of this case revealed user handling challenges with the connector during disconnection, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to connector handling and reuse practices.

Manufacturer narrative:
Initial.